Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
After positioning the lead in an implant procedure, the guidewire was unable to be inserted into the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The stylet that was used in the field was not returned with the lead. Stylet insertion was unable to be performed, but the cause of the insertion failure was isolated to be due to the over-torqued inner coil at the connector region which is consistent with procedural damage.